Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. It was confirmed that breakage of the weld at the junction of the drive pin and drive pin head. It was noted the tip of the broken pin is bent and shows evidence of possible skiving, as if impacted into something hard. The following could not be completed with the limited information provided. Manufacture date ¿ ni.

Event description:
It was reported that during a knee arthroplasty the surgeon was impacting the validation tool into the tibia when one of the pegs fractured. The fractured peg was removed and it is unknown if additional intervention was required.